Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was reported as high. Customer changed out pump supplies, to address the alarm and resumed insulin delivery. Customer administered a manual injection to address blood glucose and a corrective bolus through the pump.